Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and no longer functional. The customer was unable to interact with the pump. Customer was using the pump for a saline trial and was not using the pump for insulin therapy. The customer¿s blood glucose was not impacted.